Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification were performed and the tubing was not observed separated from the patient adapter. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer separated from the tubing. This issue was further described as, ¿the patient connector fell off¿. This occurred while replacing the new transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.